Event description:
Home pt (hp) reports pt extension line was leaking and may have had a hole in it. This occurred in therapy during drain 3/4. Hp discontinued treatment when system error 2240 alarm sounded. The next night the hp then setup with new supplies and performed therapy with no difficulties. Hp reports no pt injury or medical intervention as a result of incident.